Event description:
It was reported 5/2 PICC over the wire replacement. On 5/3 patient had pain in their right arm where the PICC was located. Deep vein thrombosis was found and PICC was removed and patient started anticoagulation treatment. Patient had to have a tunneled trifusion catheter placed on the left chest.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.